Event description:
It was reported that the ventilator was leaking. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was leaking and that the flow was unreliable. The ventilator was investigated by our field service engineer on site. The y sensor was calibrated and the pre-use check performed passed the test. The unit worked according to the manufacturer's specifications and was cleared for clinical use. The y sensor software processes and filters the signals from the y sensor (electrical signals) and the y-piece (pressure). The y sensor software is stored in the y sensor module. New software can be installed via a system software installation. If a y sensor module is part of the system, make sure that this module is connected during system software installation. The y sensor software is executed by the microprocessor in the y sensor module. The device logs were not received and no parts have been replaced for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: # (B)(4).